Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial report facility name: hospital henri mondor biomedical service biomedical the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not seem to be heating properly and could not stabilize at the set temperatures. Per review of wo on 29jan2025, there was no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported event could not be determined. Reported issue was not reproduced during service. The device was evaluated upon receipt. During the evaluation it was found that the reported issue was not confirmed. Device was working normal. Calibration done. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Corrections: b, d, f, g, h. Initial report facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not seem to be heating properly and could not stabilize at the set temperatures. Per review of wo on 29jan2025, there was no patient involvement. Per follow up information received via mail on 31jan2025, this would be sent to s-inter.